Manufacturer narrative:
Block a1: patient identifier (B)(6). Block h6: imdrf device code a0406 captures the reportable investigation finding that the sidecar rx was pushed back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car rx was pushed back. A functional inspection was performed by actuating the handle and found the basket was able to extend/retract without any issues. Dimensional inspection found the sidecar rx was pushed back 7 mm which was out of specification. The reported event was not confirmed. Based on all available information, it is possible that the manipulation or technique used during the process may have contributed to the side car rx being pushed back. Perhaps the manipulation or technique used could have contributed to the side car pushback. As a result, the issue will be noted as a not reported allegation, and the cause code for the as analyzed investigation will be "adverse event related to procedure." The returned device was found to be free of evident kinks/bends and performed as intended during functional inspection and did not show evidence of either the stated issue or any fault that could have led to the event recorded. Therefore, the cause code is no problem detected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket failed to open. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. The investigation results revealed the sidecar rx was pushed back; therefore, this is now an MDR reportable event. Please see block h10 for full investigation details.